Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the clamps make a kink on the catheter's legs. By aspiration and high blood flow, they collapse and one cannot have a higher blood flow than 150 ml/minute. It was reported that 4 catheters were effected. No patient injury reported. This file addresses the first of four devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause is unknown. One photo sample of an equistream catheter was returned for evaluation an initial visual observation of the photos showed the extension legs of the device. Blood appears to be within the tubing. A kink can be observed on the red leur connector extension leg. Based on the description of the reported event and photo samples provided, possible contributing factors include repeated clamping on the same location. The photo sample allows for the confirmation of a kinked catheter but does not allow for the determination of the root cause; therefore, the complaint is confirmed, cause unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the clamps make a kink on the catheter's legs. By aspiration and high blood flow, they collapse and one cannot have a higher blood flow than 150 ml/minute. It was reported that 4 catheters were effected. No patient injury reported. This file addresses the first of four devices.